Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the irrigation/aspiration tubes did not connect properly to the phacoemulsification handpiece. The bad connection caused liquid leakage. Additional information was received: the event occurred during surgery but it could be successfully completed without delay and there was no patient harm reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: review of the device history record indicated the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause.